Manufacturer narrative:
Implant regio 12 fractured. Construction was a bridge placed on 5 implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading on the implant. The long-term fracture of the screw must be considered relevant to the fracture.

Event description:
Implant fracture.

Event description:
Implant fracture.